Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (damaged usb port pins).

Event description:
It was reported that the customer smelled burning coming from the pump and the tandem-provided wall adaptor. Reportedly, the pump was charging during the event. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy until the replacement pump and new tandem-provided charging supplies arrived.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.